Event description:
Per the clinic, the patient had previously undergone a subtotal petrosectomy to reverse a canal wall down cavity prior to implantation. The patient subsequently developed a recurrent infection within the cavity, which necessitated reopening the cavity. The device was explanted on (B)(6) 2026. As of the date of this report, there are no plans to reimplant the patient with a new device.

Manufacturer narrative:
Device analysis report attached.